Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. However, pump unable to perform the displacement test and occlusion test due to missing retainer and reservoir tube o-ring. The unit was received with normal operating currents. No unexpected replace battery now alarm in the long trace and pump history noted. Replace battery alarm and power error alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery alarm and then alarmed power error was triggered when the backup battery unloaded voltage (unloaded vlith) was less that 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. Hardware low level failures alarm occurred during self test and was also confirmed in the pump history due to cold solder joint on the keypad assembly. The following physical damage was noted: scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, broken reservoir tube lip, serial number label stained and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a replace battery now alarm with less than 10 hours from getting a low battery alert. Blood glucose level at the time of the incident was 12 mmol/l. During troubleshooting, it was confirmed that the absence of low battery alert occurred more than once. The customer was advised that the insulin pump would be replaced. The device was returned for analysis.